Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, lot# l66213, implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that the patient's healthcare professional (hcp) did a test and "did not get a return back from the port", so the hcp "knew the line was kinked". Since the hcp opened the patient up in there, he might as well replace it since he only had 24 months left of the battery. No symptoms were reported and no further complications were expected or anticipated.